Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that there was poor communication and the patient was recently implanted ((B)(6) 2015). There were no bandages or swelling present. The patient was using an antenna. The issue was that the patient was not holding the antenna against the implant. Once the patient started holding the antenna against the implant, she was able to synchronize and this resolved the reported issue. The patient indicated they were educated under anesthesia. It was further reported that the patient could not turn off stimulation. When she would lie down, the electricity was "unelievable" and she could not bear it; it was noted that this had been happening "just today" ((B)(6) -2015). The patient received help and was able to synchronize; stimulation was on at 3.70 and the patient was able to turn stimulation off successful. The patient's indications for use included non-malignant pain. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.